Manufacturer narrative:
(B)(4).

Event description:
It was reported that that healthcare provider suspected granuloma at tip of catheter. An MRI was being done as of the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709, lot# l61553, implanted: (B)(6) 1999, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).